Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-03844. The patient reported he has been experiencing sharp jolting near his scs ipg and scs lead sites regardless of stimulation; however, the event occurs more often without stimulation. The patient also reported he is concerned for his safety due to the jolt(s) occurring more without stimulation and being enough to knock him down. X-rays and CT scans showed no anomalies. A sjm representative is to attempt troubleshooting.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.